Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip caught on chordae (entrapment of device). The reported gripper actuation issue appears to be related to the entrapment. The report poor image resolution was associated with imaging quality. The reported foreign body in patient was due to the entrapment of device (clip caught on chordae) as the clip was deployed with chordae. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. It was noted that the lateral gripper did not have full range of motion. Troubleshooting was performed and the gripper was functioning as normal. The clip remained in the chordae, it was only able to grasp the lateral leaflet and not the septal leaflet, reducing tr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.